Event description:
It was reported that 1 bd safe-clip¿ each from lots 1228001 and an unspecified lot would not clip needles during use. The following information was provided by the initial reporter: "consumer reported that the safe clip needle clipper will not clip."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1228001, medical device expiration date: na, device manufacture date: 04-sep-2021. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed. No DHR review can be completed on the unknown batch.

Event description:
It was reported that 1 bd safe-clip¿ each from lots 1228001 and an unspecified lot would not clip needles during use. The following information was provided by the initial reporter: "consumer reported that the safe clip needle clipper will not clip."